Manufacturer narrative:
Additional initial reporter: florence. Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. Corrected fields: e1 ( initial reporter name) g2, h6. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced. In the related balloon complaint (B)(4), it is mentioned that the patient died. However, as per the medical review, there is no indication that the death was attributed to the iabp pump used during therapy. The death information is reported in mfg report number 2248146-2025-0000459.

Manufacturer narrative:
The serial number and other product details are inaccurate/incomplete, we are following with the customer for the details, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon receiving this info.

Event description:
It was reported by customer that during use the intra aortic balloon pump (iabp) had a gass loss alarm and the device went on standby. There was no patient harm or injury reported.